Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a loss of visual and audio spo2 alarms. No pt harm was reported.